Manufacturer narrative:
(B)(4).

Event description:
The product was returned for evaluation. An external visual inspection was performed and passed. A receiver charge and boot was performed and failed. A receiver download was performed with a known good battery. The receiver was opened, and an internal visual inspection was performed and passed. The receiver was opened and an internal visual inspection was performed and passed. Confirmation of the complaint was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver ceased to function. Product was received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.